Manufacturer narrative:
One level 1 hotline low flow system was returned for analysis. The under-drain fitting enclosure, reservoir tank cover, float switch, pcb, drain fitting and line cord were observed to be cracked and broken. The tank was filled with water, line cord was plugged in and the unit was powered on; confirming complaint of the unit leaking. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system leaked water. It was not specified whether this event interrupted therapy. No adverse effects were reported. It was further reported that the event date was sometime on march of 2019.

Manufacturer narrative:
Additional information: the event date of (B)(6) 2019 is an approximate date. Only the month (march) and year (2019) are known.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system leaked water. It was not specified whether this event interrupted therapy. No adverse effects were reported.